Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that at the procedure to implant this subcutaneous implantable cardioverter defibrillator (sicd), difficulty was experienced trying to induce an arrythmia. Manual shock tests was performed with shock impedance measurements of 72 ohms and 64 ohms. The device was successfully implanted. No adverse patient effects were reported. The device was subsequently explanted for normal battery depletion and returned for routine evaluation.